Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high and low blood glucose (bg) levels. The customer did not provide bg values and declined to perform troubleshooting.